Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two weeks after the implant procedure, the implantable cardiac monitor (icm) patient experienced an infection. The device was removed. No further patient complications have been reported as a result of this event.